Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. Ran calibrations, all ok. Ran all display tests and checks all pass. All functional checks performed and seen to be good. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated fiels: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code, component code).

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Contact person ph. Number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had faulty touch screen not working to zero transducer before use. There was no patient involved.